Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 14-dec-2023 h.6. Investigation summary: material #: 368835 lot/batch #: 3242435 bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for cannula breaks off was observed. The customer samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for cannula breaks off with the incident lot was not observed as all product specifications were met. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of cannula breaks off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, a needle broke off from the sleeve during a blood draw.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, a needle broke off from the sleeve during a blood draw.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.